Event description:
It was reported that natural removal of the foley catheter occurred the day after the operation insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo was a top view of the 2 way catheter. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap confirming the batch # ngjr4064. The last photo was documentation in the countries native language. Received 1 all-silicone foley catheter with sample port connector. Verified material number 2758j14 and manufacturing lot number ngjr4064. Catheter was filled with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in house syringe. The catheter rested with no leaks or conditions that would cause the catheters to naturally fall out. The first two catheters were able to be passively deflated with the returned syringe in under 5 minutes: 0 min 55 seconds. The reported event is unconfirmed; therefore, a risk, label and device history review are not required, however the DHR was performed before the sample evaluation was completed. No root cause could be found because the reported event was unconfirmed. Based on the results of the investigation, no additional actions are required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that natural removal of the foley catheter occurred the day after the operation insertion.